Event description:
It was reported that bd alaris smartsite needle-free valve had flow issues the following information was received by the initial reporter with the following verbatim when the infusion connector of this product is connected to the syringe, the liquid does not flow; the number affected is 10, 2 samples can be returned, photos are available; a green claim is required, a complaint response letter is required, and a complaint acceptance letter is required

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
Two 2000e china samples were received for investigation. One sample was from lot 24025569 and another from lot 24045688. The customer reported that "the head nurse reported that during use, no liquid came out when the infusion set was connected." No sample of the connecting product was received to aid the investigation. The returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe; no flow restriction was observed with either product throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 24025569 and 24045688 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. Although it was not possible to determine a definitive root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that reports of this nature against products in the smartsite product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
No additional information.